Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post an ultrasound guided cyst drainage catheter placement, the drainage catheter connector that connected with the drainage bag allegedly fractured. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometimes post an ultrasound guided cyst drainage catheter placement, the drainage catheter connector that connected with the drainage bag allegedly fractured. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows multiple cracks in the drainage catheter hub. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.